Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.

Event description:
On (B)(6) 2013, pt had his catheter changed for an issue with 2 broken clamps.